Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Of note, this pericardial mitral valve was initially used off-label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the bioprosthesis incorporates a sewing ring specifically designed for the mitral position and is the first bioengineered mitral bioprosthesis design with three selected bovine pericardial leaflets mounted on a flexible metal alloy frame." The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) year-old patient with a valve model 7300tfx29 implanted in the tricuspid position underwent a valve-in-valve procedure after an implant duration of 4 years and 4 months due to degeneration leading to mixed stenosis (mean gradient 14mmhg) and moderate regurgitation. The patient presented nyha iii-IV before the procedure. A 23mm sapien 3 valve was implanted within the surgical edwards valve using the transfemoral approach. The procedure was uncomplicated with a favorable result. The patient was discharged the following day.